Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# (B)(6) product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 27-mar-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the caller indicates that they had the first system explanted because they needed an MRI, but were unable to get the lead removed. Therefore they still cannot have an MRI. The caller also indicated that they have lost their communicator. An email was sent to the repair department. Additional information was received from the patient's healthcare provider (hcp). It was reported that the steps taken to resolve the issue included a new ins put in place. Referred to ins clinic/adult orthopedic surgery. (B)(6) 2021.. The issue was resolved.